Event description:
It was reported that the patient was presented to the hospital for an unrelated pulmonary vein isolation procedure. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.